Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pca modules displayed a white colored contaminant on the pins of both left and right iui connectors. The issue was reported to bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
Correction : describe event or problem, report source, report source other. Additional information : imdrf annex a code.

Event description:
It was reported that seven (7) pca modules displayed a white colored contaminant on the pins of both left and right iui connectors. The issue was reported to bd associate during site visit. There was no patient involvement.